Event description:
It was reported that balloon rupture occurred. The patient underwent percutaneous transluminal angioplasty. The target lesion was located in radial arteriovenous fistula. A 6.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured. The procedure was completed with another of same device. There were no patient complications nor injuries reported and the patient was stable.

Manufacturer narrative:
Device evaluated by MFR.: a mustang device was received for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A longitudinal tear was identified in the balloon material. The tear measured 20mm in length and extended from a position 21mm distal of the proximal markerband to 8mm distal of the distal markerband. A visual and microscopic examination observed no damage to the tip of the device. A visual and tactile examination found no kinks or damage to the shaft of the device. Both markerbands were undamaged and present on the shaft of the device.

Event description:
It was reported that balloon rupture occurred. The patient underwent percutaneous transluminal angioplasty. The target lesion was located in radial arteriovenous fistula. A 6.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured. The procedure was completed with another of same device. There were no patient complications nor injuries reported and the patient was stable.